Manufacturer narrative:
Erythema and blistering in treatment area post ER: yag treatment. To be sure no complications, such infections and scarring, take place, requires medical intervention, such as topical antibiotics and possibly steroids.

Event description:
Redness and blisters on the chest and neck areas.